Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a component failure. However, a definitive root cause could not be identified a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the rigid video scope had a broken light guide connector. The issue occurred during reprocessing. There was no patient involvement.